Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed normal battery depletion.

Event description:
It was reported that a symptomatic patient presented to the clinic for a follow up. The pulse generator was in backup vvi mode. Due to an alert message indicating the battery voltage was at or below elective replacement indicator the device was explanted and replaced.